Event description:
It was reported that during routine microbiological control testing, the colonovideoscope tested positive for 1 colony forming unit (cfu) of micrococcus luteus, >80 cfus staphylococcus hominis, >80 cfus staphylococcus caprae and 1 cfu penicillium sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jul 11, 2025 sampling from: all channels cfu: 1cfu bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, growth of microorganisms was found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.¿a definitive root cause could not be determined, however, the issue was likely the result in insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.